Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while running bd bactec¿ fx, instrument top, packaged 6 false positive results were obtained in drawer b of the device. Results were not reported and there was no patient impact. The following information was provided by the initial reporter: the customer called in to report 6 false positive vials from the b drawer of the fx instrument. The customer told me that all of the vials went positive around the same time and did not run for the full 5 day protocol. I was able to get a bomgar session to collect the log files from the fx instrument. The customer did not notice any active errors/alerts on the fx instrument at this time. I was able to consult a member of the ts/apps team to go over workflow and media/vial considerations. The ts/apps team will collect the plot data for the reported 6 fps.

Manufacturer narrative:
H.6. Investigation: customer reported an issue on a bd bactec fx top instrument (p/n 441385, s/n (B)(6). Customer indicated about the false positives drawer b. No erroneous results were reported to doctors, and patients were not impacted. Bd service confirmed that the issue was caused as the customer kept the door open for too long. This is an unconfirmed failure of the bd product as the issue was workflow induced. Review of device history record for this instrument is not required because this complaint does review of device history record for this instrument is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device was installed on 11/10/2020. Service history review was performed for this instrument and no additional work orders were observed for the complaint failure mode reported. Samples were not received by quality for investigation. If samples are received at a later date, the complaint may be reopened. The root cause was workflow induce. Bd quality will continue to closely monitor for trends associated with this failure. Review of risk management files confirms there are no new or modified risks associated with this failure mode. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint.

Event description:
It was reported that while running bd bactec¿ fx, instrument top, packaged 6 false positive results were obtained in drawer b of the device. Results were not reported and there was no patient impact. The following information was provided by the initial reporter: the customer called in to report 6 false positive vials from the b drawer of the fx instrument. The customer told me that all of the vials went positive around the same time and did not run for the full 5 day protocol. I was able to get a bomgar session to collect the log files from the fx instrument. The customer did not notice any active errors/alerts on the fx instrument at this time. I was able to consult a member of the ts/apps team to go over workflow and media/vial considerations. The ts/apps team will collect the plot data for the reported 6 fps.